Event description:
Device was returned to the manufacturer from county coroner's office. Cause of death or reason for return was not noted on the return paperwork. A follow-up will be sent when additional information is received.